Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the cannula not properly inserting. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to between 300 mg/dl and 400 mg/dl between 1 and 4 hours of wearing the pod. The patient stated they applied the pod while at work and after several hours they realized their bg levels were trending higher. Upon removing the pod, they noticed the cannula failed to insert into their skin.